Event description:
A surgeon reported a patient experiencing endophthalmitis following intraocular lens (iol) implant surgery. The surgeon reported the vitreal culture was positive for pseudomonas aeruginosa. The patient was treated with medications. The surgeon also reported a scratch on the iol that was not effecting the patient's visual acuity. In a follow up, the surgeon reported the event was continuing, but the inflammation was resolving.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/03/2009, 06/04/2009, 06/18/2009, and 06/19/2009 by phone, fax and mail. A completed questionaire was received on 06/19/2009.